Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.

Event description:
Complaint alleges: according to the physician after examining the et tube it appeared to have an inverted ring around the tube at the distal end where the murphy eye is. The sample was pulled from their inventory and was not used on a pt. No pt injury reported.